Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced high blood glucose level of 420 mg/dl. Customer also had blood glucose of 251, 170 and 80 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer reported that they received change sensor alarm and calibration ot accepted alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.